Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the patient underwent a left sided total knee arthroplasty using simplex hv bone cement. It is further alleged that on (B)(6) 2017 he had to undergo a revision surgery due to left knee pain, loose tkr and instability.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the patient underwent a left sided total knee arthroplasty using simplex hv bone cement. It is further alleged that on (B)(6) 2017 he had to undergo a revision surgery due to left knee pain, loose tkr and instability.

Manufacturer narrative:
Reported event: an event regarding loosening and instability involving a simplex cement mix was reported. Method & results: device evaluation and results: not performed as the associated device is OEM product. Clinician review: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product. Written acknowledgement from the OEM supplier that an investigation has been initiated at the OEM supplier site was received.